Manufacturer narrative:
It was reported that the patient dislocated their patella. Revision is planned to correct the issue and perform a routine poly insert exchange. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient dislocated their patella. Revision is planned to correct the issue and perform a routine poly insert exchange.